Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, the fenestrated bipolar forceps instrument tip broke off intraoperatively. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically.